Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: inspection of the distal end of the outflow graft prior to disassembly revealed a narrowing of the graft. An accumulation biological material was observed between the outflow graft and outflow graft bend relief. This material was adhered to the exterior of the graft (outside of the blood flow path) and appeared to completely fill in the area between the exterior of the graft and the interior of the bend relief. The shape and adherence of the material suggest that it was present for an undetermined period of time while the device was supporting the patient; however, no device-related issues were reported. A direct correlation between this finding and the reported events could not be conclusively established through this evaluation. The evaluation of the replaced external portion of the driveline as well as the submitted images did not confirm an issue that could have contributed to the reported low-speed events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. A distal-end driveline replacement was performed on (B)(6) 2023 under and approximately 20.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had an intracranial bleed at the brainstem. A computed tomography was performed, and warfarin was administered. The patient's international normalized ratio (inr) was no longer in target range, at 3.6. The neurological dysfunction was thought to be affected by the anticoagulation. Anticoagulation was skipped at the outpatient clinic that day because the values were slightly elevated. The event occurred the next day, but the patient was brought in in cardiac arrest and the was inr not determined. After confirming the patient's death, the doctor mistakenly reconnected the device while disconnecting it. The patient passed away due to the brain-stem hemorrhage related to anticoagulation therapy and potential bacteremia. The death was not device related and the device was operating as intended at the time of death. No autopsy would be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter address line 1: (B)(6). Initial reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient had a hemorrhagic stroke at home on (B)(6) 2023 and transported to implant facility. The driveline and controller were disconnected by the doctors after death was confirmed. The doctor did not feel the death was device related but the log files were sent in for review and showed that the device operated as intended.